Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the system error 105 caused by a failure motor and serviced motor mount screws. The failed motor and mount were replaced.

Event description:
It was reported that a spectrum infusion pump was alarming system error 105 in recovery. It was also reported that there wa sno patient injury.